Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while in the primary vector due to t-wave oversensing. After reprogramming to the secondary vector, another inappropriate shock was delivered due to oversensing of muscle noise and small r-wave while the patient was exercising. Technical services (ts) recommended reprogramming to alternate vector and performing a treadmill test in clinic. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.